Event description:
It was reported that post a intravascular ultrasound diagnostic procedure a tip detachment occurred. The target lesion was located in the mildly tortuous and mildly calcified mid proximal left anterior descending artery. The icross coronary imaging catheter was successfully used to perform ivus. When the device was removed from the patient the tip broke off at the touhy. The device was outside of the patient. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the unit was received in three pieces. The distal tip end was 2.3cm long, the middle portion was 3.1cm long and the proximal end was 164.7cm long. The broken distal tip appeared brittle. Imaging core wind up in the telescope assembly was observed. No other issues or defects were observed during visual or functional analysis of the returned device. The device was sent to an outside vendor for oxidation analysis. High levels of oxidation were found at the surface of the brittle fracture site and throughout the tested sample. The device failed to meet specifications when received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for the tip detachment and the imaging core wind up is design related. (B)(4).

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that post a intravascular ultrasound diagnostic procedure a tip detachment occurred. The target lesion was located in the mildly tortuous and mildly calcified mid proximal left anterior descending artery. The icross coronary imaging catheter was successfully used to perform ivus. When the device was removed from the patient the tip broke off at the touhy. The device was outside of the patient. No patient complications were reported and the patient's status is listed as ok.